Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states the seat upholstery and arm pads are badly worn and need to be replaced.